Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. The results from the meter were 4.4 inr and 4.4 inr. With strip lot 43002215, the result was 3.3 inr. The result from a laboratory using an unknown reagent was 3.3 inr. The reporter's therapeutic range was not provided.